Event description:
During a coronary stent procedure, the physician attempted direct stenting. The physician was unable to cross the lesion adn elected to retract the delivery/stent device back into the guide catheter. While attempting to retract the delivery/stent device back into the guide catheter, the delivery/stent device became stuck at the guide catheter. The entire system was removed. No pt injuries or complications were reported.